Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that implantation in (B)(6) 2013 was difficulty. The clinic is planning on explanting the device as it is suspected that the array is not in the cochlea.